Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138, serial/lot #: (B)(6), rev. 3 h2-3) the door sidewall cover was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the cover had mechanical failure as the mounting screws had threads and holes not in the correct alignment. Codes: b01, c07, d02 h2). Please see section b5. For further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no surgical delay and the procedure being performed was a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138, product ID: bi71000166, product ID: bi71000166. A manufacturer representative (rep) went to the site to test the imaging system. The door sidewall switch was adjusted and replaced. The door now opened and closed properly. The rep attempted to replaced the door sidewall cover, the holes did not line up, the rep had the top 2 allen screws in, and then could not start the bottom allen screws. The rep removed top screws, and started bottom screws, the top screws could now not be started. Put the original damaged cover, back on the system. The rep returned to site, installed 2nd door sidewall cover and the system performed as intended. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that while wheeling the system into the room the site drove the system into the wall. The doors were now unable to be closed. Patient present, unknown delay. No known impact to patient outcome. No further information available.